Event description:
Major pump unit(s) involved: blood pumpadditional text: heartmate iispecific component(s) involved: other component malfunction, specifyadditional text:other component: thrombus in pump housingcausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of driveline; replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify